Manufacturer narrative:
The event occurred in (B)(6). During investigation it was found that the "lancet does not retract" was confirmed. However, the lancet device was made in 1997 with a date stamp of 11/97 on it. A broken latch at the drive shell was identified to have caused the allegations. This failure is caused most probably by extensive use over a long time frame. It was determined that the product was at the end of the product life time.

Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. No accidental stick occurred. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). During investigation it was found that the "lancet does not retract" was confirmed. However the lancet device was made in 1997 with a date stamp of 11/97 on it. A broken latch at the drive shell was identified to have caused the allegations. This failure is caused most probably by extensive use over a long time frame. It was determined that the product was at the end of the product life time.

Manufacturer narrative:
The event occurred in (B)(4).